Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
Baxter sales representative reported to baxter ecuador of a solution bag in which the injection site fell off during the demonstration at the facility. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a solution bag in which the injection site fell off during the demonstration at the facility was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection confirmed the missing injection site. No other tests were performed. The assignable root cause of the reported condition is due to a malfunction in the machine at the manufacturing plant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.